Manufacturer narrative:
Device code (B)(4).

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (vaginal prolapse repair) procedure performed on (B)(6) 2022, for the treatment of vaginal prolapse. During the procedure, the physician had difficulty loading the suture. Eventually, the surgeon was able to force a dart into device, which seemed to open up the carrier slightly. When the device was fired, the carrier did not retract and got stuck in the patient's tissue. The customer noted that there was no detachment of the device that occurred during the procedure. Reportedly, two devices were used during the procedure that had the same problem. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.